Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that an infusion set came apart where tubing disconnected from quick release and had high blood glucose level. The patient changed the infusion set but it took 8 hours to bring down blood glucose level, and self-treated with two manual injection and bolus. The site location was at the back of arms, legs, upper hip area. The infusion had been in use for the first day. No further information available.